Manufacturer narrative:
The following were reviewed as part of this investigation: returned sample(s), patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg stylet wire was confirmed but the exact cause was unknown. A photograph was submitted for evaluation. The image was centered around an individual holding up the distal region of a 3cg stylet. The magnet tip of that stylet contained a slight bend or curve within the magnet string. No other potentially significant detail could be obtained from the image. While the complaint could be confirmed with the provided image, the potential root cause of that event could not be determined. Further evaluation will be performed if the implicated sample is returned for evaluation. A lot history review (lhr) of refn1805 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a wire bent. No other information provided.